Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:00pm at home. The end-user stated that she tested her blood glucose and she received a result of 422mg/dl. A normal result for that time of day is around 100-200mg/dl. She stated that she did not do another test with her prodigy meter. She stated that about 5 minutes after testing with the prodigy meter she was experiencing dizziness, shortness of breath, a headache, and dry mouth. She then called paramedics who arrived within 2 minutes. She said she did not consume any food drink or medications while waiting for the paramedics. Upon arriving the paramedics tested her blood glucose with their meter and received a result of 180mg/dl. They then tested her with her prodigy meter and got a result of 386mg/dl. Paramedics did not give the end-user any treatment due to her blood glucose being in her normal range. The end-user stated that she performed a control solution test after the paramedics left and got a result of 55mg/dl which was in range. No additional information was provided.